Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module. The sample was submitted for investigation where discrepant results for ft3 iii were identified between the customer's e801 module, a cobas e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. The customer sent the sample out for testing by the centaur method where discrepant elecsys tsh (tsh) results were also identified between the customer's e801 module, the centaur method and the e601 module used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to attachment to the medwatch for the patient results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was not provided. The e601 module serial number was (B)(4). The tsh reagent lot number used with the e601 module was 283550 with an expiration date of 30-jun-2018. Calibration and qc results were acceptable at the investigation site. Based on the information provided, a general reagent issue is not suspected. The investigation was unable to find a definitive root cause. Assays from different manufacturers can generate different results.